Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of non-sustained oversensing due to post-paced t wave oversensing were observed. Programming changes were made. Device remains implanted.